Manufacturer narrative:
D4: UDI: n/a as this product code is not exported to the us market. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: clinical engineer. G4: 510(k) no.: k130520. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The manufacturing record and the shipping inspection record of the actual device found no anomaly. No other similar issue has been reported. Based on the investigation results, no anomaly was found in the manufacturing records. As the cause of this incident, it was considered not to have leaked during priming or at the start of circulation since a leak was observed after approx. 7 hours of use in operation. However, since the actual device was not returned, it was not possible to clarify the cause of the occurrence. Relevant instructions for use (IFU) reference: "do not use an oxygenator and reservoir that leaks. Replace it with another capiox fx25 oxygenator and reservoir." Terumo medical corporation (tmc) (importer) registration no. 2243441 is submitting this report on behalf of ashitaka factory of terumo corporation (manufacturer) registration no. 9681834.

Event description:
Terumo medical corporation received the following reported information: leakage was observed after the circuit incorporated the oxygenator (fx25w) was used for approximately 7hours; therefore, it was replaced with another oxygenator (fx25e). Ope itself had no problem. A replacement of the artificial lung was required. No patient harm was reported.